Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are having trouble emptying their bladder, and they don't know if the ins is working. Patient stated that they had an ultrasound and they were told that they were not emptying their bladder properly. Patient mentioned that they have a temporary catheter in till they see their kidney doctor next week. Agent offered to walk them through connecting to the ins and make a therapy adjustment, but the patient doesn't know howto use their external device, and will just call back once they have their daughter with them. Additional information was received on 2026-apr-23, patient and patent rep called back regarding previously reported event. Agent walked them through connecting to the ins and reviewed changing programs . They were able to connect, change programs and increase the stimulation to a comfortable level on the bike seat area. Patient to monitor their symptoms and redirected to the hcp if it persists.